Event description:
It was reported placed implant had no issues; at second week follow the patient had complaints of pain (enough to wake up in the middle of the night). Put patient on antibiotics. One week later, still complained of pain. Upon exploration of implant, was able to hand torque implant out of site and cleaned out infection that was present, apical of implant. Tooth number 4. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, re-graft and replace implant in 4-6 months. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text: summary investigation.